Manufacturer narrative:
The device involved in this incident is contaminated with a chemotherapeutic agent and cannot be evaluated due to the health risks involved. A review of the product-reporting database revealed two similar reports were rec'd for lot #05e070. A batch review was conducted for lot #05e070 which revealed that no similar issues were observed during the MFR, inspection and functional testing of this lot. This device is mfg for distribution outside of the united states. This incident is being reported due to the product being the same as or similar to product distributed in the united states.

Event description:
Report rec'd from baxter states pt experienced an overinfusion incident in which the device delivered in 13.5 hours versus the expected 24 hours. According to baxter, the pt experienced "severe dizziness" as a result of the overinfusion. The device contained 3900mg of 5fu and 95ml of 5% glucose. The reporter states that no pt injury resulted and no medical intervention was required.